Manufacturer narrative:
(B)(4).

Event description:
Customer called to report that fluid was found on the outside of all of the cuvettes of the unicel dxc 800 synchron system. The customer technical specialist (cts) advised customer to prime the cuvette wash, after which customer observed that probe 1 was overflowing. The cts then generated a service request. On the same day, the field service engineer (fse) inspected the instrument and replaced a blocked cuvette wash station vacuum / wash probe. The fse also cleaned the cuvettes and performed the necessary alignments. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.